Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.75mm x 12mm from catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 7mm longitudinal tear in the distal section. A microscopic examination of the tip showed no signs of tip damage.

Event description:
Reportable based on device analysis completed on 25mar2025. It was reported that crossing difficulties were encountered. The 77% stenosed target lesion was located in the severely calcified middle right coronary artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during tracking, the device failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable post-procedure. However, returned device analysis revealed that balloon had a longitudinal tear.